Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer representative reported that the patient fell (B)(6) 2015 and her stimulation location moved. Diagnostic testing or troubleshooting performed included x-rays and impedance testing. The healthcare professional took an x-ray of the lead and it did not appear to have moved; the lead was t7-t9, slight left of midline. In addition, impedance values were all normal. Actions taken to resolve the issue included attempted reprogramming and increasing the rate on the initial program. The rate was increased to 65, and the patient was going to try that to see if it helped before considering a revision surgery. The patient was getting stimulation in her hip to her knee using the bottom two electrodes, but any program on the rest of the lead gave uncomfortable rib stimulation. The issue was resolved at the time of report, and the patient's status was alive with no injury. If additional information is received, a follow up report will be sent. The patient's indications for use included spinal pain.